Event description:
The guide wire from the one , plip - 4.5-18-9-denny-a, introducer set was used to gain vascular acces. The larger dilator from the vas catheter set was introduced over this wire guide and the wire guide became caught in the dilator. Some force was needed to remove the wire and a small fragment was left in the patient. The peel-away sheath was not used in this procedure, just the needle and wire guide. The patient was taken to surgery and the fragment was successfully removed surgically.